Manufacturer narrative:
No further information is available at this time. This investigation will be updated should further information become available.

Event description:
It was reported that this right ventricular lead exhibited a high out of range pace impedance measurement. This lead was also reported to have exhibited loss of capture in bipolar pacing. The physician decided to program this lead off and implant another lead as a replacement. No additional adverse patient effects were reported.